Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the following verbatim: reported issue: bd maxzero needless connector used on the end of an IV caused fluid splash onto gloved hand and an audible snapping sound when blue mechanism inside the cap is decompressed.

Manufacturer narrative:
It was reported by customer that bd max zero needless connector used on the end of an IV caused fluid splash onto gloved hand and an audible snapping sound when blue mechanism inside the cap is decompressed. One sample of material number mz1000-07 was received for quality investigation. The sample was visually examined for any damages or abnormalities. There were no visual issues found on the sample. The sample was then tested to replicate the issue that the maxzero insert had an audible sound when closing and allowed for fluid to splash out of the connector when it is disconnected. The mz1000-07 was connected to a bd 10ml needless syringe filled with water at the inlet and connected to a sample extension set at the outlet side. A fluid push was conducted and then the 10ml syringe was disconnected to determine if the maxzero connector was slow to close and produced and audible clicking sound when close allowing for fluid to leak out. The maxzero appeared slow to close and confirming the issues reported by the customer. The sample was then forwarded to the manufacturing facility for further functional investigation. After the investigation along with manufacturing and quality operations team, failure mode was not confirmed in the sample returned after being tested, therefore a root cause was not determined. A device history record review for model mz1000-07 lot numbers #23025243, 23025309, 23025310, 23025327 and 23025328 was performed. The search showed that there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material #: mz1000-07 batch#: unknown it was reported by customer that bd max zero needless connector used on the end of an IV caused fluid splash onto gloved hand and an audible snapping sound when blue mechanism inside the cap is decompressed. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no item: mz1000-07 quantity affected: 1 ea serial/lot number: (B)(6). Are any samples available for return? Yes reported issue: bd maxzero needless connector used on the end of an IV caused fluid splash onto gloved hand and an audible snapping sound when blue mechanism inside the cap is decompressed. Customer disposition request: credit.

Manufacturer narrative:
It was reported by customer that bd max zero needless connector used on the end of an IV caused fluid splash onto gloved hand and an audible snapping sound when blue mechanism inside the cap is decompressed. One sample of material number mz1000-07 was received for quality investigation. The sample was visually examined for any damages or abnormalities. There were no visual issues found on the sample. The sample was then tested to replicate the issue that the maxzero insert had an audible sound when closing and allowed for fluid to splash out of the connector when it is disconnected. The mz1000-07 was connected to a bd 10ml needless syringe filled with water at the inlet and connected to a sample extension set at the outlet side. A fluid push was conducted and then the 10ml syringe was disconnected to determine if the maxzero connector was slow to close and produced and audible clicking sound when close allowing for fluid to leak out. The maxzero appeared slow to close and confirming the issues reported by the customer. The sample was then forwarded to the manufacturing facility for further functional investigation. After the investigation along with manufacturing and quality operations team, failure mode was not confirmed in the sample returned after being tested, therefore a root cause was not determined. A device history record review for model mz1000-07 lot numbers #23025243, 23025309, 23025310, 23025327 and 23025328 was performed. The search showed that there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material #: mz1000-07, batch#: unknown. It was reported by customer that bd max zero needless connector used on the end of an IV caused fluid splash onto gloved hand and an audible snapping sound when blue mechanism inside the cap is decompressed. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Item: mz1000-07. Quantity affected: 1 ea. Serial/lot number: (B)(6). Are any samples available for return? Yes. Reported issue: bd maxzero needless connector used on the end of an IV caused fluid splash onto gloved hand and an audible snapping sound when blue mechanism inside the cap is decompressed. Customer disposition request: credit.